Event description:
On (B)(6) 2011 customer reported that there was amber liquid under the left side of the lh750 analytical station. Customer stated that the volume of the leak is unknown and that the leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) cancelled the service visit after talking with the customer. Customer stated that they resolved the leak themselves. Customer stated that the source of leak was a tubing from the sample access module (sam). This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).